Manufacturer narrative:
(B)(4).

Event description:
It was reported that when connecting the lead to the implantable neurostimulator (ins) during implant, the lead could not be completely inserted into the connector block of the ins. The physician opened another neurostimulator and was able to connect the lead to the neurostimulator. Patient outcome was noted as okay.